Event description:
It was reported that there was difficulty experienced in removing the guide tube. This was blamed on the tilting of the micropositioner as it left the x-y stage post that, thus, applied stress to the proximal end of the lead. The faulty electrode was not retained. A discontinuity was evident at the junction of the suspect contact #2 and the proximal polymer tubing, due to pulling on the lower lead while the contact ring was trapped by the guide tube. The same cause resulted in disordered coils visible inside the polymer, next to the #2 and #3 contact rings. Despite the pulling, the proximal and distal contacts remained in continuity. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).